Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an issue where selecting the usual meal delivery option returned the device to the main screen. The user restarted the device, which resolved the issue. There was no report of end-user harm or adverse event associated with this case.